Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that are experiencing pain on their upper right outer and lower left gums. Aligners are cutting into patient's gums. Provided tips and requested additional information.